Event description:
Pt was injected in the forehead with botox in 2009. Pt was than injected with radiesse dermal filler in the glabella and horizontal lines of the forehead one week later, an area on the forehead immediately blanched white.

Manufacturer narrative:
The pt was instructed to massage the area. The following day the pt presented to the office with a 3 inch area of redness in the forehead, with a 1/2 inch area in the center that is dark blue. The pt was prescribed nitro paste to apply to the area and to continue the massage. In a follow up the blue center is lighter and the area has started to heal.